Manufacturer narrative:
H.6. Investigation: DHR and manufacture records were reviewed, no abnormality was found. Inspected 7pcs of retention sample cannula angle, cannula appearance and cannula pull force. All results passed. The certain cause cannot be concluded at the moment.

Event description:
It was reported that pen needle 31gx8mm 7 pack cannula broke. The following information was provided by the initial reporter: 1. The drugstore gave feedback on the new yourui needle purchased about 1 or 2 months ago. 2. After using it and pulling it out today, he found that the needle was missing and broken . Customer did not know whether it was left in the body, he wanted to know the material of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx8mm 7 pack cannula broke. The following information was provided by the initial reporter: the drugstore gave feedback on the new yourui needle purchased about 1 or 2 months ago. After using it and pulling it out today, he found that the needle was missing and broken . Customer did not know whether it was left in the body, he wanted to know the material of the product.